Event description:
The ivus catheter stopped imaging after placement into the patient. Manufacturer response for coronary imaging catheter, opticross hd 60mhz coronary imaging catheter (per site reporter) clinical site notified mfg rep directly.